Manufacturer narrative:
A review of the manufacturing and sterilization paperwork has been conducted. A review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications. An additional gore excluder aaa endoprosthesis device related to this event is a pxt231214. This event was initially reported on february 1, 2008 under medwatch #2017233-2007-00038 which is associated with an unrelated event. That medwatch has been voided and a new medwatch number has been generated for this event (#2953161-2009-00011).

Event description:
This patient was implanted with gore excluder aaa endoprosthesis trunk-ipsilateral leg component and aortic extender component in 2006 for a ruptured, mycotic abdominal aortic aneurysm with sepsis. Due to occlusion of the left femoral artery a aorto-uni-iliac procedure was used. A right-to-left femoral-femoral bypass with a gore-tex ptfe graft also was done in order to restore blood flow to the left lower extremity. Two weeks later, this patient presented with infected groins. The following day, the physician removed the infected femoral-femoral graft and did a right superficial femoral artery bypass. The patient tolerated the procedure well. A culture was done of the ptfe graft which grew salmonella and staphylococcus. Five days later, the physician explanted the infected aortic graft. The aorta was debrided and the aorto-enteric fistula was repaired. The patient was discharged in good condition. The explanted devices were not to be returned to gore.